Manufacturer narrative:
B.5 additional information was received, and abiomed's medical safety officer review was completed. H.6 add code 2907 to medical device problem codes. The investigation for the product damage has been completed. According to the clinical description, before beginning impella rp flex support, the team noticed that the purge sidearm was broken into two pieces. At the time, the pump had not even been removed from the packaging. The decision was made to use a replacement pump. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The cause of the packaging issue was not determined because no product was returned. D.1 and d.4 revised model number from manufacturer device report 1220648-2023-02660 in accordance with updated procedures. D.6a and d.6b revised from manufacturer device report 1220648-2023-02660 in accordance with updated procedures. G.1 revised first name as it was report incorrectly on manufacturer device report 1220648-2023-02660. Revised reporting contact fax number from manufacturer device report 1220648-2023-02660 in accordance with updated procedures. H.6 added code 4629 as it was inadvertently left off manufacturer device report 1220648-2023-02660. H.10 additional manufacturer narrative instructions for use (ifus) were reported on manufacturer device report 1220648-2023-02660 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
It was further reported that care was withdrawn from the patient and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of the device with the patient's outcome.

Event description:
The user facility reported that the purge sidearm of an impella rp flex pump was found to be broken in two pieces while in the packaging. A replacement pump was subsequently implanted for patient support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿ do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿